Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The drive gas check valve was replaced proactively, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. The bag/vent switch required to be toggled a few times in order to initiate mechanical ventilation. There was no report of patient injury.